Event description:
New information noted that the right ventricular lead exhibited high impedance. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a partial lead (distal portion) was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Lead impedance test could not be performed due to as received procedural damage to the lead.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. No intervention was performed. The patient was in stable condition.